Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, there is insufficient information to determine the cause of the valve increased gradients as additional information requested has not been yet provided. However, it is possible that it may be due to the progression of the patient's pre-existing aortic valve disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported to a field clinical specialist, approximately 6 years, 3 months post-implant of a 26 mm sapien xt valve, the valve failed due to aortic stenosis. A 26 mm sapien 3 ultra was implanted in a 26 mm sapient xt valve and plugs implanted for pvl in 2019. The cath gradient pre-procedure was 36mmhg and the echo gradient post-procedure was 6mmhg.